Event description:
The patient contacted animas on (B)(6) 2011 alleging that at 12:20am that morning she received a call service alarm. The patient reported that at the time of the alarm she removed the battery out of the pump and did not reinsert it. It was noted that the patient did not call animas at the time for assistance, nor did she take any injections. The patient claimed that on the morning of (B)(6) 2011 her blood glucose (bg) was 482 mg/dl and had symptoms of vomiting. The patient denied having shortness of breath or developing chest pain. The patient claimed she took a correction injection in response to the high bg and when back on the pump. At the time of the call, the patient confirmed she felt better and her bg was 387 mg/dl. At the time of troubleshooting, the patient confirmed all pump settings were correct and that the basal rate on the home screen was correct. The alleged error was resolved at the time of troubleshooting. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.